Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed air in line. The reservoir volume had shown 53.8 ml remaining, and the patient had been due for disconnection the next day. Patient stated the bag was completely flat and appeared to be empty. No air bubbles had been seen in the tubing. The lever had been locked in place, so the patient was unable to remove the cassette to assess for air in the tubing or cassette. The patient was redirected to their physician. No patient harm/adverse event reported.

Manufacturer narrative:
No product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be reopened and an investigation will be completed.